Manufacturer narrative:
Patient's weight was requested but not yet provided. Age of device: 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular device on (B)(6) 2018. It was reported that a prong on the tunneling adapter broke off. Patient was asymptomatic. Additional information was requested but not yet provided.

Manufacturer narrative:
The report of damage to the tunneling adaptor could not be confirmed as no product was returned for evaluation. The hm3 lvas instructions for use describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.